Event description:
It was reported that the pump battery was depleting quickly, occlusion alarm occurred, the pump usb port was cracked resulting in difficulties charging the pump and that that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.